Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 100% stenosed, de-novo lesion located in the mildly tortuous and non-calcified right coronary artery (rca) with a 1.50x15mm apex balloon catheter. Vascular access was radial. The physician experienced significant resistance while crossing the target lesion. Once the apex balloon catheter crossed the lesion, an attempt to dilate the lesion was made. The balloon ruptured on the first inflation at 4atms after being inflated for "a few" seconds. The device was removed intact. Pre-dilation was completed with another balloon catheter. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
Eighteen years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).